Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys anti-tshr (anti-tshr) on a cobas e 411 immunoassay analyzer. The initial result was 40iu/l. This result was reported outside of the laboratory where the physician requested repeat testing. The repeat result was 1.47 iu/l. The anti-tshr reagent lot number was 552196. The expiration date was not provided.

Manufacturer narrative:
On (B)(6) 2021 the field service engineer (fse) visited the customer site and was not able to reproduce the issue. The fse identified a bent mixer probe and replaced it. The issue has not reoccurred.

Manufacturer narrative:
The device code was updated. The investigation determined the service actions resolved the issue.